Event description:
Event description boston scientific received information that that this patient with this pacemaker has congenital heart block (chb) and was in the emergency room at which time no pacing was noted. A boston scientific field representative performed a device interrogation and it was found that the device was still pacing, however, the patient had loss of ventricular capture. The device output was programmed to 2.5v. However, while re-assessing the thresholds they were found to be at 3.5v.